Event description:
Through a review of the patient's vns programming history, it was found that the patient's device was disabled upon initial interrogation on (B)(6) 2006. A faulted and unfaulted system diagnostic test was performed on the prior visit of (B)(6) 2005 and a final interrogation was not performed. It is possible that one of these diagnostic tests caused the unintentional change in settings.

Manufacturer narrative:
Analysis of programming history.